Event description:
Per received report: surgeon noted a kink in the coil during preparation when he inspected the coil.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a kink in the coil of the 4 mm x 10 cm deltapaq cerecyte was noted during preparation when the coil was inspected. There were no other problems encountered during the coil preparation. The device was not used in the patient. The device has not been received for analysis. The instructions for use outlines in details the steps for exposing the coil for inspection. It outlines to hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the resheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 in (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger. Place the introducer tip of the microcoil system into a heparinized saline bath. Gently advance the dpu wire through the introducer sheath to inspect the coil. It should move smoothly through the sheath. Holding the introducer tip and re-sheathing tool with the clear tab between your thumb and forefinger. The coil tip is also shown emerging from the introducer tip continue to push the dpu wire until the entire microcoil is exposed. Visually examine the microcoil for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the microcoil from the introducer it instructs to return the device for replacement. It is possible that handling of the device during inspection may have contributed to the event; however, no conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.